Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A field service engineer tested it with customer by inventorying it and by retrieving the medications for multiple times without any issue. Also, tested with cubex tech in diagnostics tool with no issue. The field service engineer found that there was liquid spilled in drawer 13, a full height drawer. Cleaned the first and third row boards. Replaced the second-row board which it has a liquid damaged on it. Also, row one all pockets needed to be replaced cause the lids are sticky. Customer will order it and replace themselves. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis duostation main tower cubie was not opening correctly. Liquid was found in the drawer. There were no adverse events or injuries reported based on this event.